Event description:
It was reported that during an alif l4-s1 procedure, the trial handle broke off in the trial spacer. The trial spacer was removed and the implant was placed to complete the procedure. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed that the tip was broken off as noted in the complaint and the loose tip was also returned. The fracture surfaces of the tip and spindle are clean and continuous which indicates material uniformity, no inclusions or other defects were noted. There are 4 dings in the end of the spindle which appear to have been caused by something (such as a hammer) striking it. The current design is acceptable and the complaint was found to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
Patient underwent an anterior lumbar interbody fusion (alif).this is report 1 of 2 for complaint (B)(4).